Event description:
Pt had a pain pump inserted at her left knee surgery site (left total knee performed (B)(6) 2011). The pain pump was removed prior to discharge. When removing the catheter, the rn noticed resistance. The physician removed the catheter and found that the tip had broken off the catheter and remained in the pt.